Manufacturer narrative:
Vyaire medical did not receive the suspect device for evaluation, however, it was discovered by the customer that the reported issue with the ventilator was due to excessive water in the sense line. After replacing the circuit and running the ventilator for 8 hours, there were no issues with the ventilator. The ventilator was later evaluated by the customer's biomedical department, and the biomedical department confirmed that the reported issue was due to the excess water.

Event description:
Patient tachypneic and oxygen desaturating, with a respiratory rate of 40 while the ventilator was set for a rate of 12. The ventilator was replaced and the respiratory rate returned to normal. It was later confirmed that there was no issue with the ventilator, the respiratory therapy staff examined the ventilator and determined that excessive moisture in the pressure line was causing the ventilator to auto cycling. The patient circuit was replaced, and the ventilator ran for 8 hours with no problems.